Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high and ketones were present. The customer went to the emergency room and was treated with intravenous fluids. The contact thought that the high bg was possibly related to gastroparesis; however, this was not confirmed. Although additional information was requested, the contact did not respond to the requests.